Manufacturer narrative:
Analysis of the implantable neurostimlator (ins) (B)(4)) revealed good stable output on all electrode pairs, telemetry was acceptable, and the ins passed all functional testing in the laboratory. The ins was put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature; no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# j0340531v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a lack of efficacy and discomfort in the vaginal area. Factors that may have led or contributed to the issue was reported to be none. Troubleshooting included a reprogramming. Several new programs were created but most caused discomfort. Only the setting of -1 +3 at approximately 1.5 was comfortable. Unfortunately, that setting did not provide relief from their urinary symptoms. Actions taken was the removal and replacement of the implantable neurostimulator (ins) and lead. The issue was resolved at the time of the report. It was reported that because of the age of their ins, the patient needed a replacement. A surgical intervention occurred and was reported that the original implant/lead caused a small shock/pain in the vaginal area on several different settings. It was also not efficacious and did not control their urinary symptoms. Therefore the lead and ins were replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete: fdc (B)(4) now pertains to the ins (s/n: (B)(4)). Fdr (B)(4) now pertains to the ins (s/n: (B)(4): product ID (B)(4) lot# j0340531v serial# implanted: (B)(4) 2004 explanted: (B)(4) 2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a lack of efficacy. The device was no longer improving their urinary symptoms. It was reported that there were no significant changes in the patient's medical condition. No further complications were reported/anticipated.